Event description:
It was reported that the motor device "was not holding burrs". It was unknown to the reporter if the device was used in surgery. There was no report of a surgical delay. It was unknown if a spare device was available. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The unit was tested and was found that the cutter would not lock in. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.